Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device will not switch on.

Manufacturer narrative:
Exemption number e2015058. The user first installed the pad-pak on the 22nd march 2012 and performed to specification up to the (B)(6) 2014. Multiple manual power ups of ten minutes duration were observed in the device memory between the (B)(6) 2014 and the last log entry on the (B)(6) 2016. The pad-pak became depleted and a further pad-pak was installed. The returned pad-pak was installed and the device failed to power on, no status led was visible. This would confirm the reported fault. A test pad-pak was inserted into the device and the device passed a self-test. The device failed to power off using the on/off button. This indicates a fault. A test shock was delivered without fault and an acceptable measurement was recorded. The device could not be powered off using the on/off button. Corrosion was found on the membrane tail, contact collars and screw heads. This corrosion resulted in the device switching itself on automatically and the ten minute time outs recorded. During testing the device was observed switching on automatically upon insertion of a pad-pak and failed to power off using the on/off button. This likely led to the depletion of the returned pad-pak which would account for the device being unable to be powered on due to insufficient battery capacity. This would confirm the reported fault. The corrosion on the membrane tail, contact collars and screw heads would suggest the device was subject to adverse storage conditions.